Event description:
It was reported that damage to the pump housing caused cartridges to not fit securely onto the pump and difficulty loading cartridges. There was no adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.